Event description:
It was reported that the right ventricular (rv) lead was not capturing. It was also noted that thresholds and impedances had been rising. A lead replacement procedure was planned. No patient complications have been reported as a result of this event.